Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event peritonitis with hospitalization and subsequent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was reported as contamination. This is supported by the culture results of e. Coli, a normal flora of the gastrointestinal tract which may colonize in the aerodigestive tract and genitourinary tract. Peritonitis with this organism most likely results from touch contamination. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital due to a dialysis issue. The patient was admitted to the hospital on (B)(6). The patient needed to do surgery due to a kidney infection on (B)(6). The patient contact stated it is not related to the fmc products. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024 with unknown symptoms. The patient was admitted with a diagnosis of peritonitis. A pd fluid culture was obtained. The culture resulted positive for escherichia coli (e. Coli). The patient¿s pd catheter (not a fresenius product) was pulled. The patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2024 and began in-center hd on (B)(6) 2024. No information pertaining to the antibiotic regimen was available. The cause of the peritonitis event was attributed to contamination. The pdrn stated the peritonitis event was not related to any fresenius device, drug, or product.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in the hospital due to a dialysis issue. The patient was admitted to the hospital on (B)(6). The patient needed to do surgery due to a kidney infection on (B)(6). The patient contact stated it is not related to the fmc products. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6)2024 with unknown symptoms. The patient was admitted with a diagnosis of peritonitis. A pd fluid culture was obtained. The culture resulted positive for escherichia coli (e. Coli). The patient¿s pd catheter (not a fresenius product) was pulled. The patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2024 and began in-center hd on (B)(6)2024. No information pertaining to the antibiotic regimen was available. The cause of the peritonitis event was attributed to contamination. The pdrn stated the peritonitis event was not related to any fresenius device, drug, or product.